Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd.

Event description:
Report rec'd of a device that did not detect air in line. During routine preventative maintenance testing by the user facility's biomedical engineer, the device did not detect air in line. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.